Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rrt) status after less than 2 years of being implanted. It was indicated that the device should be returned for further analysis. The icm remains in service and no adverse patient effects were reported.